Event description:
It was reported that 50 bd safetyglide¿ needles were blocked prior to use. The following information was provided by the initial reporter: "on 50 occasions from (B)(6) 2023, bd safetyglide injection needle 25 g x1" was noted to be occulded and unable to be used, unable to draw up. Who was affected? No person affected. Frequency of problem: recurring".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd safetyglide¿ needles were blocked prior to use. The following information was provided by the initial reporter: "on 50 occasions from april 24-28, 2023, bd safetyglide injection needle 25 g x1" was noted to be occulded and unable to be used, unable to draw up... Who was affected? No person affected frequency of problem: recurring".

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.